Event description:
This complaint is reportable based on the analysis completed on 29sep2011. It was reported that during a stenting treatment procedure there was difficulty crossing the lesion. The target lesion being treated was located in the tortuous left anterior descending artery. The 3.00x38mm ion stent delivery system was advanced and was unable to cross the lesion. A second 3.00x23mm non-bsc sds was advanced and was also unable to cross the lesion. The procedure was not completed due to these events. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of a taxus element/ion mr stent delivery system (sds). There was contrast in the inflation lumen. The proximal end of stent had two struts stretched and flared. The tip of the catheter was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).